Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-59 mg/dl. Low bg cause was not known. Reportedly, customer was dizzy, lost consciousness, fell, and bumped their head. The customer's husband provided glucose to address her bg, in addition to carbohydrates.